Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming from the cartridge on multiple occasions. The customer's blood glucose (bg) level was as high as 600 mg/dl. At the time of report, the customer's bg level was 440 mg/dl.the bg level was addressed with a manual injection. Reportedly, the cartridge was changed to address the event.